Event description:
The customer reported that when using an evis exera iii xenon light source, the lamp failed during the intended procedure, the emergency light started, and error message 103 appeared. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8, d9, h3, h6, h10. Correction: d8, d9, h3, h6, h10 as these fields were inadvertently not completed on the initial medwatch. Device was examined on-site by a field service technician. Device was checked for contamination and the lamp was replaced to resolve the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, lamp failed in the current examination and the emergency light activated occurred due to the end of lamp¿s life or malfunction. However, the specific root cause could not be identified at this time. Olympus will continue to monitor field performance for this device.